Event description:
It was reported by the clinician that when the physician attempted to use the needle, it was found to be broken. As a result, it was not used.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one introducer needle was returned for evaluation. The returned needle was visually examined at 10x magnification. The needle hub was observed to have numerous small stress cracks around the entire circumference. Two larger longitudinal cracks were observed in the hub, passing through the luer threads and the mold gate extending half way down the hub. A functional test was performed in an attempt to verify the needle hub leaks. A 10 cc syringe was connected to the cracked hub. The needle was placed in a reservoir of water and the plunger pulled back to aspirate. Air bubbles and a very small amount of water was aspirated confirming the cracked hub leaks. Cracking damage can occur when alcohol contacts the needle hub while it is under stress, when attached to the syringe. The report of needle was found broken was confirmed through visual examination of the returned sample. The potential cause for this issue could not be determined.